Manufacturer narrative:
Sections with additional information as of 12-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 11-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Granddaughter is calling on behalf of the customer. During review of the meter memory, no erratic blood glucose test results were provided, and customer was unsure of which results she was concerned with. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl. The customer was not using the proper testing technique. At the time of the call the customer felt well and did not report any symptoms. Granddaughter stated before going to bed on 08/24/2020, customer had obtained a blood glucose test result of 171 mg/dl non-fasting and had taken her insulin. Granddaughter stated the next morning she had to call 911 because the customer had passed out. Customer was given orange juice and when the paramedics arrived they had tested the customer's blood glucose and had obtained a result of 88 mg/dl non-fasting. Customer had not tested using the truemetrix air meter at the time. Customer was not hospitalized. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).